Event description:
Consumer reports a needle break off in the leg. Consumer stated that they had used the same needle for injection in the morning. Surgery was performed to remove the needle from their leg.